Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17655452 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom was an elevated white cell count. The physician did not believe that the infection was device or procedure related but possibly from a non device related medical condition. The patient was treated with antibiotics and underwent an explant procedure.